Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Lead accessory stylet test revealed the stylet was able to be advanced and retracted without difficulty. Helix, fully extended, measured .070 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported the physician encountered difficulty loading the wire through the lumen of the lead. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.